Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap returned with the pump for investigation was intact without damage and able to fit on the pump securely. On examination, the battery compartment was noted to be cracked at the threads. There was visible moisture corrosion on the battery cap and in the battery compartment. A leak test was performed and revealed moisture leakage into the battery compartment at the site of the crack. The pump was opened for investigation and did not reveal any further moisture ingress inside the pump.